Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the system onsite and identified the probable cause was malfunctioning ise mixer motor. Fse reinstalled popped off ise reference valve and replaced the ise mixer motor resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneous high sodium (na) and chloride (cl) and erroneous low potassium (k) results on their au680 clinical chemistry analyzer (pn: b12188, sn: (B)(6). There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or patient demographics.